Event description:
It was reported that the right monitor on the 8800 system went blank. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The monitor was replaced during the service call. The system was tested and found to be working as intended and placed back into service.